Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that the right plunger case was cracked. Bottom case was old and rusty. During flow and occlusion testing, the reported problem could not be verified. The size was in factory specification and the barrel clamp head screw was tightened down to specification. The root cause of the issue could not be determined. Replaced size pot as a preventative measure. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that there was a syringe size error. No patient injury was reported.